Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The issue was diagnosed via cystoscopy. The system was replaced with a 5.0 cm cuff, pump, and balloon. The patient had no further issues. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's artificial urinary sphincter was replaced due to unspecified reasons. A 5.0cm aus cuff and system was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.